Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. After a guide wire was advanced and a guidezilla ii guide catheter extension was placed, a 3.50 x 38mm synergy ii drug-eluting stent (des) advanced for treatment. However, the stent struts were damaged by the guide catheter extension. A new 3.50 x 38mm synergy ii des was used and completed the procedure. No patient complications were reported and the patient's status was stable.